Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device discarded by customer.

Manufacturer narrative:
The screws were discarded and are not available for evaluation. Lot numbers are unavailable. Without product samples, we are unable to confirm the reported issue or identify the root cause. In the absence product samples , lot numbers, or an observed trend, this complaint will be closed with no further action required. If the complaint product samples become available, the complaint file will be re-opened and products evaluated.

Event description:
International affiliate reports that loosening of two s1 pedicle screws due to pseudarthrosis resulted in the need for revision surgery. Affiliate reports that the loosening was not due to any device failure. This medwatch report is being reported for the one event involving the loosening of the two pedicle screws. Catalog numbers and lot numbers are unknown.